Event description:
This css console was not on a patient. Customer reported that the css console was charged overnight and then run on battery power for an hour. The css console performed as intended while operating on battery power. When the css console was plugged into mains power, the battery charge light flashed every two seconds. The css console passed the console test validation protocol and performed as intended in all other respects. This alleged failure mode poses a low risk to a patient because it was observed while the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The css console was returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.